Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller was reporting poor communication. They stated they noticed some changes in the way they urinate about 2 or 3 weeks prior to report. They went to use the patient programmer about a week prior and started seeing the question mark screen, so they changed the batteries, but that didn't fix the issue. Troubleshooting did not resolve the issue. The patient reported no falls or trauma. They tried connecting with and without the antenna, but got poor communication. Due to the battery age and loss of therapy, the patient was redirected to their healthcare provider to check ins status. Additional information was received. The patient reported the cause of the poor communication with the patient programmer was the need for a battery replacement. They stated a new battery was to be installed (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported that the patient's battery was replaced on (B)(6) 2019, the reason for that was not due to the device being faulty. They battery was replaced after it had been working for 5 years, it had lost effectiveness due to exhausted battery life. It was only replaced due to the length of time the patient had it, there was no other indication of problems with the unit itself. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.